Event description:
Patient's mother reported freedom pump is not working. No further details provided. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 10gm. Hizentra indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes, is device associated with event available for return? - unknown.